Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that the patient's device was sending remote transmissions and updating a patient's morphology template out-of-clinic despite the morphology discriminator being turned off. Programming changes were made. The device remains implanted. The patient was asymptomatic and will continue to be followed normally.